Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, unable to read a general usb. It was also noted that the electrocardiogram (ECG) connector was broken loose from the link electronic module (lem) board.

Event description:
It was reported the universal serial bus (usb) port will not read the usb drive. The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.